Event description:
New information received indicates the patient was stable after procedure.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the leadless pacemaker (lp) exhibited far field oversensing and loss of capture. X-ray imaging was performed and confirmed the lp dislodged to the right lung. The lp was initially programmed off and eventually explanted and replaced. No patient consequences were reported.